Manufacturer narrative:
The broken sample was evaluated and the root cause for fracture could not be determined. The fractured area was examioned under 6x magnification and no defects or anomalies were observed that could explain the fracture. Considerable would need to be applied to result in such a fracture.

Event description:
The following information was reported:the patient, who was intubated with an anchorfast oral endotracheal tube holder, reached up and grabbed the tube causing the shuttle clamp to break off of the track. The patient was extubated as a result but was not re-intubated. All vital signs were stable. The facility uses ventilator arms.